Manufacturer narrative:
As viewed through the returned packaging the coil was unsheathed, stretched, and entangled. The proximal section of the coil was stretched which appears to be post-procedural in nature. The remainder of the coil is undamaged. Located 38.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. No mechanical sheath damage resulting in an opened skive was found at the protrusion site. No manufacturing defects were found. The most likely contributing factor to the resheathing difficulty was due to the core wire protruding outside the sheath. In this condition resheathing the coil cannot be determined. The circumstances of how and when the core wire protruded outside the sheath cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the unreported damage that the coil was entangled and stretched could not be determined. It is plausible that the entanglement occurred upon shipping or handling at some point after the coil was exposed after it could not be re-sheathed. However there is no evidence of a manufacturing defect as review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of abdominal aortic aneurysm at gastric artery the presidio 18 coil (c27883 /(B)(4)) could not be re-sheathed into the introducer sheath. A sheath introducer by terumo (model unknown), a gw by terumo (gt), a gc by terumo (4fr), and a mc by terumo (progreat ) were used in this procedure. It was reported that the deployment sheath could not hold the wire when attempting to re-sheath the complained coil in order to reposition the catheter. Three deltamaxx coils (details unknown) were added later. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint product will be returned for analysis. No further information is available. Product analysis discovered that the coil was stretched and entangled.